Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent kidney donation procedure on an unknown date in 2023 and topical skin adhesive was used. Donor patient returned with severe reaction to the adhesive about three weeks post op. The reaction is red, splotchy, received topical and oral steroids. The reaction has subsided. Additional information has been requested.